Event description:
It was reported that the dr broached the femur to a size 5. When attempting to implant the #5 tmzf accolade implant, the implant became stuck 20mm proud. Dr attempted to explant the stem but could not. Attempts to back the stem out or advance the stem deeper took 90 extra min. Finally the dr did a controlled split of the proximate femur and advanced the stem 10 mm.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.